Event description:
It was reported the lead was removed and replaced due to an apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached depression; defib conductor found distorted and cut; inner tubing was torn; outer insulation was breached cut; and blood/body fluid observed in several conductors and in/on helix mechanism; partial lead in segments returned and analyzed.